Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received at supplier facility and evaluated. The complaint can be confirmed. Visual observation reveals that the distal tip and illumination fibers at distal tip were damaged. The endoscope body is damaged/scratched and cosmetic refurbishing of the scope particles under proximal cover glass was completed. Device mishandling/improper maintenance is the possible root cause for the reported failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the employee that after being returned from service and repair, the hd arthroscope/sinuscope device visual field was partially obscured. The employee stated that this issue was detected while inspecting before distribution. During in-house engineering evaluation, it was determined that the distal tip and illumination fibers at distal tip were damaged on the device. It was further determined that the endoscope body was damaged/ scratched and cosmetic refurbishing of the scope particles under proximal cover glass was completed. . This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.